Event description:
Covidien rec'd a report of a n-560 with a wrong reading where the covidien service center identified the problem to a segment failure of the display. Customer said that this failure was not a problem on the pt.

Manufacturer narrative:
Covidien investigation isolated the failure to the front board.